Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. It has been reported that the device will be returned for analysis. Should the product be returned, a follow-up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that following the completion of the implant procedure of this bioprosthetic valve, there was regurgitation secondary to incomplete leaflet coaptation. The valve was explanted and replaced with another model valve of the same size. No adverse patient effects have been reported.

Manufacturer narrative:
The manufacture date provided on the initial medwatch report was incorrect. The correct date is provided on this follow up report. Product analysis: upon receipt at medtronic's quality laboratory, the device was received in the original product packaging with traces of dry blood on the outer packaging box. The serial number tag was received with the valve. All leaflets were in a semi - relaxed position which was a normal finding for this valve as it was processed with the leaflets in a relaxed state. All leaflets were flexible and intact. All commissures were intact. The hydrodynamic testing data showed the gradients were within the historical testing data. The regurgitations were well in the baseline data range. High speed video showed leaflet kinematics showed normal valve function at all flow rates (cardiac output equivalence at 2-3 l/min, 5 l/min, and 7-8 l/min). Leaflets opened fully and closed in a synchronous manner. Overall, this appeared to be a well-functioning valve. Conclusion: based on our analysis of the returned product, the device was never implanted. There was no evidence of blood contact on the valve, only the outer packaging in which the device was returned. In addition, there were no suture holes on the sewing cuff. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No anomalies were noted in the gross analysis that would have impacted this event. In-vitro testing showed that the regurgitation levels were within the baseline data range and all leaflets opened fully and closed in a synchronous manner. A conclusive cause to the reported incomplete leaflet coaptation could not be determined. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.